Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of harmonic ace instrument was found to be broken when the scrub nurse waited for the instrument to cool down and used gauze gently clean the dirt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken part of tip was detached from the instrument. No fragment fell into the patient. The instrument was inspected prior to use with no noted damage. The damage was noted when the scrub nurse used gauze gently clean the dirt. The surgeon is unsure of the reason that caused instrument damage. The instrument was in use for approximately 2-3 hours prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. No report of any collision.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have broken curved blade at the base on the distal side. A piece approximately 1.40mm x 2.17mm x 9.00mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding broken tip was confirmed by failure analysis. The probable root cause of a broken instrument blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated.

Event description:
Refer to h11 for follow-up information.